Event description:
Patient reported she a received a recall letter from her pharmacy concerning dexcom g7 receiver. The device is not alarming patient when blood glucose is extremely low or high. Pt stated that she has contacted dexcom but they were unable to help her. Model number mt26403-0.